Manufacturer narrative:
(B)(4). Batch # r59g6y. Investigation summary: the analysis results showed that one ecr60w reload was received unfired. The returned reload was loaded into a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. The event described could not be confirmed as the reload performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during laparoscopic hepatectomy surgery, after the device was fired, it was noted the staples were malformed with irregular shape. Changed to a new device to complete surgery. There was no patient consequence reported. No additional information can be provided.